Event description:
It was reported that upon successful placement of the PICC (peripherally inserted central catheter) catheter, the clinician was unable to draw from the distal lumen until she clamped the proximal lumen; then she was able to get a return of fluid. Once the medications on the proximal lumen were started the distal lumen would draw, but the meds from the proximal lumen began to appear in the distal pigtail. She again clamped the proximal lumen and was able to draw. There are no reported injuries or complications to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.